Event description:
The user facility reported via a vigilance report to anvisa that their v-pro max 2 sterilizer would not "recognize" the vaprox hc sterilant cup. No report of injury.

Manufacturer narrative:
Through follow-up with the user facility, steris learned it was stated that the vaprox hc sterilant cup subject of the reported event had already expired. As designed, the v-pro max 2 sterilizer did not allow the expired sterilant cup to be used during the cycle. User facility personnel, removed the expired sterilant cup and replaced it with an unexpired sterilant cup to run the cycle. The v-pro max 2 sterilizer operator manual states, "remove new cup from carton. Ensure cartridge is not past expiration date (printed on label; see figure 4-2). Sterilization unit does not permit expired sterilant to be used in a cycle." User facility personnel were counseled on the proper use and handling for vaprox hc sterilant specifically, the importance of adhering to expiration dates. No additional issues have been reported.